Manufacturer narrative:
A full UDI is not available due to unknown lot/sn.

Event description:
It was reported that a patient's nasal implant has not absorbed and is noticeable on the side of their nose. It was also reported that it is painful to wear glasses for long periods of time. Attempts are being made to gather additional details.

Manufacturer narrative:
Follow up report submitted to document additional information from the patient and lot number, gtin.

Event description:
Additional information from patient indicated bilateral latera implants have not been absorbed after 2 years and the implant is noted by the patient as being over the bridge of the nose causing the patient discomfort while wearing spectacles. The patient visited the treating surgeon at 6 months post surgery at which time the surgeon confirmed the implant has failed and recommended additional intervention as next steps in treatment. However, the patient chose not to proceed with intervention at that time. Currently no intervention has been performed as per the patient and the implant remains in the body.